Manufacturer narrative:
This report is submitted on july 5, 2023.

Event description:
Per the clinic, the patient developed a scab at the implant site. Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported). The implanted device remains.